Manufacturer narrative:
Analysis found that the customer's complaint of overheating was confirmed. Pre-repair temperature check performed at 60k after 1 minute: the front temperature was 195f and the rear temperature was 210f. The ambient temperature was 77f. The collet bearings are worn. The motor runs rough and worn, motor bearings, front and rear bearings are worn. The collet, o-rings, indigo handpiece motor had been replaced. The device had been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributor reported that the handpiece overheated. There was no patient involvement.